Manufacturer narrative:
The ventilator failed the pre-use check (puc) after a software update of the device; the issue took place at our distributor's warehouse. A strange behavior and uncommon sound of the expiratory valve coil was reported as well. The expiratory valve coil was replaced to resolve the issue. Analysis of the provided device logs confirm that the device failed the internal leakage test sequence during puc at reported date of event. The replaced expiratory valve coil has been returned for investigation. It was placed in a reference ventilator and it passes 3 pre-use checks. No deviation was found during ventilation for 48 hours and we did not observed abnormal sound from expiratory valve either. The ventilator passed 3 pucs after simulated ventilation. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to stop of ventilation. The conclusion is that the device failed to meet its specifications during the reported event and that the expiratory valve coil could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established.

Event description:
Manufacturer's ref# (B)(4).

Event description:
It was reported that the ventilator's expiratory valve coil was behaving abnormally and failed pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).